Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value was 184 mg/dl. During troubleshooting, the customer disconnected and reconnected the tubing and reservoir and stated that insulin did not exit the tubing when pushing the plunger. The customer did not have supplies to change the set. He tried to prime with the old infusion set, and insulin would still not exit. While advising the customer that the reservoir may be occluded, he stated that he pushed hard and insulin came out. It was advised to change the complete set when possible. The device will not be returned for analysis.